Manufacturer narrative:
The customer was sent a replacement breast pump. In follow up with the customer on (B)(6) 2018, the customer alleged that she was diagnosed with mastitis in the beginning of (B)(6) of 2017, for which she received a prescription for an antibiotic. The device was received and evaluated on (B)(6) 2018 with the customer's kit and, even though the product evaluation found that the breastshield had residue on it, the device passed all cycle and vacuum specifications. The customer's report of low suction could not be confirmed. Refer to attached product evaluation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(6)% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style breast pump had low suction. Troubleshooting was performed on that date, including cleaning and reassembling the pump and parts. Troubleshooting resolved the issue and suction had resumed on that date. On (B)(6) 2018, the customer called back, alleging that the issue of low suction returned. She also alleged that she had clogged ducts.